Event description:
The facility representative reported a colleague infusion pump with a 804:26 failure code. It is unknown when this condition occurred. This condition has the potential to cause an interruption of delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 804:26 was confirmed during product evaluation. The assignable cause was a software failure. Software failures are not associated with hardware malfunctions and therefore no hardware repairs are needed to correct the reported condition. The user interface module software version is 6.13.90.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.